Event description:
Customer stated that the insulin pump's screen was cracked due to falling on a wooden floor. Customer stated that the insulin pump's screen was discolored with black and blue. Blood glucose level at the time of the call was 138 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time